Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the alarm log review and the power on self-test the f-38 alarm was identified. The visual inspection identified that the force sensing resistors (fsr's) were damaged. The cause of the alarm was determined to be damaged fsr's. The fsr's were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.